Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, with the pump displaying 68 mg/dl before a confirmatory fingerstick measured 123 mg/dl; the user calibrated the pump, consumed glucose tablets, and continued monitoring, and the infusion set and insulin delivery were reported as normal. Symptoms included no reported adverse clinical effects. Outcomes included no need for medical intervention, no assistance from others, and no hospitalization. Investigation included user troubleshooting, review of device alarms, and confirmation of sensor calibration with a blood glucose meter. Investigation of this case revealed no device malfunction or infusion set issue and indicated unclear cause of the hypoglycemia event despite appropriate device alerts and user correction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.